Event description:
It was reported that a surgeon operated on a patient in july 2013. He performed a l2-l5 posterior lumbar fusion with a universal spine system dual opening. Over the past year the patient developed increasing leg pain, and also developed l1-2 junctional kyphosis above the level of the fusion. Additionally, the patient had a l2-3 nonunion. On (B)(6) 2014 the surgeon performed a revision. He removed the universal spine system dual opening nuts and collars and removed the rods. He removed the l2 screws and did not replace them. He also replaced 2 of the 6 remaining screws as they were loose in the pedicles - unknown locations of screws removed. He then extended the fusion and inserted universal spine system do screws from t10- l1. He then performed a laminectomy at l1-2. He then contoured new rods and connected them to the screws, and successfully completed the procedure. The construct spanned t10-l5 (no screws at l2). This is report number 13 of 23 for (B)(4).

Manufacturer narrative:
Implant date reported as in (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.